Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the bacterial peritonitis. After twenty days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovered from the bacterial peritonitis. No additional information is available.